Event description:
(B)(4). Lewisd13 initial notes: customers daughter is calling in reporting that customer got an alert to change her battery. Customer removed the battery and attempted to replace it and the pump will not power back on. Inquired what led up to the complaint. Customer response: customer needed to change her infusion set and get also got an alert to change the battery. Customer was changing battery and the pump would not come back on. Display: flashing, white, or blank t/s per dop114-980. Adv to d/c from the pump at the qr. Customer reports display is blank. Explained possible causes of a blank display. Customer states the display was not blank less than 30 seconds and/or did not return. Customer states display is blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Checked if battery is a aa battery. Battery in use is: enegerizer max alkaline . Customer states the contacts on the battery cap are missing. Adv we will ship a new battery cap. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. No longer shipping a replacement cap will be replacing pump for damage. Customer's outcome pertaining to the complaint: will t/s for damage initial notes: while t/s with customer and daughter, daughter noticed that there are cracks in the battery compartment. Inquired what led up to the complaint. Customer response: t/s pump for blank display bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: cracks . 2. Damage occurred: unsure . 3. Location of the damage is: top of battery compartment . Is the physical damage to the pump's reservoir lip ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: replacing pump additional notes: mother does have a silicone skin, adv to use it with her replacement pump to protect it. Adv that return packaging will ship with repl pump and she will return the damaged pump standard mail. Ship: 1 repl pump , 1 box, 1cs/le/return: 1 pump.